Event description:
The MFR received info from a third party service center alleging a ventilator had ¿no flow¿. The device was not in pt use. The device's blower motor was replaced to correct the issue.